Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, software version: 1.0.1124 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient stated the handset was running real slow and it hangs up at 90%. The patient stated they called medtronic representative today and was told to call for assistance. The agent walked the patient through resetting the handset and clearing the memory. The patient would monitor the issue and call back in if needed. The patient provided the name of their managing physician. The app version was 1.0.1124.